Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded for ventricular tachycardia (vt) and required an external shock. It was noted the device withheld therapy for vt that the device classified as non-sustained ventricular tachycardia and supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.